Event description:
Lecksell screws came out while surgeon was using instrument inside patient. Instrument was removed from operative field and screw was retrieved. X-ray done at end of case and it was negative for foreign body. Another set of disc instruments were opened and surgeon completed the case. There was no patient harm.